Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017 there was a loss of connection between the transmitter and smart device occurred. It was reported that the operating system for the smart device was not a supported system. No additional event or patient information is available. Data was received for evaluation, confirmation of the complaint was confirmed via data. A probable cause could not be determined via data. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.